Event description:
It was reported the device's charge circuit was inactive. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 694958, implantable tachy lead, implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed and met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: further analysis of the returned device was inconclusive.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.